Event description:
The home medical equipment provider states that he has no personal information on the user for this cash sale quad cane which was returned with a broken shaft. No injury was reported and provider is in process of returning unit for evaluation.